Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: e1 (initial reporter and event site city). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported that a sensor malfunction occurred in the transray plus 35cc sensor balloon inserted. It was reported that the sensor pressure was being measured, but no numerical pressure value was being displayed, and the sensor malfunction alarm was sounding. There was no movement, and the malfunction occurred approximately two days later. The femoral artery was inserted. Pumping could be continued by inputting ap information from the monitor. No harm reported.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated fields - b1, b4, g3, g6, h2,h11.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e1 (event site address, event site city, event site telephone). The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender and pressure tubing were also returned. The optical fiber was found to be broken within the membrane approximately 21.1cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot of history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred.

Event description:
N/a.